Event description:
The customer reported that the ECG cart expelled smoke where the power cord plugs into the back of the unit. Since the incident occurred, the customer has tried running the unit on battery power, but it powers off right away. The unit wasn't being used with a pt when the problem occurred.

Manufacturer narrative:
Cardiac science has asked the customer to return the device for eval.